Manufacturer narrative:
No button error alarm noted during failure analysis. Failure analysis found unresponsive down arrow button due to corroded keypad trace. Failure analysis was unable to perform displacement test due to unresponsive button. The insulin pump had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners, cracked belt clip slot and cracked lcd window. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer reported they were able to clear the alarm previously, but now it would not clear. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.